Event description:
As reported, approximately 1.5 years post initial tka, the patient had pain starting a few weeks after surgery. Patient is dissatisfied with implant function. Tibia was loose with only fibrous ingrowth. Femur also had minimal bone ingrowth. There was no breakage of the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos and x-rays. The devices are not available for evaluation due to recall hospital will not release.

Manufacturer narrative:
D10: concomitants: 5316760 02-022-35-(B)(6) - truliant tib imp ps insert sz 4.5 9mm. 5758187 02-020-12-(B)(6) - truliant ps por fem ps por right sz 4.5. 6022415 02-022-55-(B)(6) - truliant por tib tray size 4.5f/3.5t. 6857967 200-07-32 - advanced patella 32mm 3 peg implant. The revision reported may have been the result of an insufficient bond between the implants and the bone, poor bone quality, patient-related conditions, or any combination of these possibilities, which led to aseptic (non-infected) loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision radiographs were unable to be obtained. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.